Manufacturer narrative:
The returned sample was visually and functionally tested and passed testing, no aspiration issues or system message codes were received during testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the sample met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
This is the second complaint for the finish goods lot; however, the first for this issue. The device history review shows the order was built and released per specification. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause of the customer's complaint could not be determined as a sample was not returned. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor and will take action for future occurrences as is deemed necessary. (B)(4).

Event description:
A customer reported that there was no aspiration during phacoemulsification. The console displayed an error message that indicated "vacuum absence". The procedure was completed. There was no harm to the patient. Additional information has been requested and received. The product sample has been requested for evaluation.